Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead fractured near the clavicle. The lead was fractured and "ended up separated by about an inch". The fracture is distal to the suture sleeve. The lead has not been extracted. No patient complications were reported as a result of this event.